Manufacturer narrative:
(B) (4). The device was returned. Examination of the device showed a large scratch and tear at the tracheal cuff. No evidence of manufacturing error could be identified. The root cause of the issue was likely that the device cuff sustained damage during intubation.

Event description:
Reporter stated that the system was removed and the pilot balloon was found to be leaking.